Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) was tested during shift check by inserting an autopulse li-ion battery. The platform was unable to power on due to a noted damage on the battery connection inside the battery compartment. The battery was further tested and operated as expected using another platform. No patient involvement.

Manufacturer narrative:
The reported event was confirmed during evaluation of the autopulse platform (sn (B)(4)). Visual inspection of the platform found a damaged battery connector on the battery bay, thus confirming the customer reported event. Review of the archive data found no issue. As part of routine service during testing, the platform was examined and found no other issue. After replacement of the battery connector, the platform was further functionally tested including the load characterization check and passed all final specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).